Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left side deflation and bilateral ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with a 300cc mentor smooth round moderate profile and was presented with left side deflation and bilateral ptosis as breasts are no longer symmetrical noticed by patient on (B)(6) 2019 and confirmed by the physician on (B)(6) 2019. As a result, the patient underwent bilateral explantation and replacement with similar sized 350cc mentor implants on (B)(6) 2019. This report is for the patient¿s right-sided device.